Event description:
It was reported that a pump alarm occurred, specifically alarm 20, during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer was unable to resolve the issue despite assistance in loading a new cartridge, as the alarm recurred. Technical support decided to replace the pump, which was under warranty, and arranged for the customer to use multiple daily injections (mdi) as a backup therapy. The customer was informed about returning the defective pump using a pre-paid label and placing it into storage mode prior to its return, which they understood and acknowledged.